Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to authenticate. A technical support specialist (tss) reviewed medication application logs for reported timestamps, noting successful login attempts and an instance of a locked user account. The tss coordinated with site contacts and attempted to obtain server access but was not granted. Further log analysis confirmed the user account was able to authenticate successfully. The tss identified low disk space on the station and cleared space following the knowledge article title "medstation es ¿ low disk space on c drive ¿ large configurationstatus folder in windows folder", with no errors observed. The customer reported intermittent login issues but was able to access the station after cleanup. Followed up with the customer and requested permission to close the case, pending confirmation after 24 hours. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user received ¿unable to authenticate¿ error continuously. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user received ¿unable to authenticate¿ error continuously. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.